Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was noted that the patient received inadequate shocks that did not convert the rhythm. In the episode, the rhythm returned to sinus spontaneously. The physician elected not to explant or replace the lead. The patient was stable and underwent multiple successful atp therapies after the event.